Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed. The reported deflation issue and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the right coronary artery, a 6 fr jr4 guide catheter was used and the xience prime stent was implanted in the ostium and post-dilatation was performed using a non-abbott balloon dilatation catheter (bdc) and the 4.50 x 8 mm nc trek bdc. There was no reported issue during advancing or during inflation, however, the balloon could not be deflated. The introducer was disconnected in an unsuccessful attempt to deflate the balloon; then a syringe was used without success. The bdc was pressurized at the maximum pressure in the indeflator until it ruptured. It was not possible to retrieve the balloon inside the guide catheter; the physician attempted to retrieve the bdc catheter inside the introducer catheter; the balloon caught at the level of the introducer. A doc extension was positioned and the introducer, guide catheter, and balloon were removed as a single unit. Although there was a reported clinically significant procedure time delay, there was no reported treatment and the patient was reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: doc extension; guide cath: cordis jr4 6f; inflation device: indeflator. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.